Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. Review of the device report showed that there had been intermittent rises in impedances over the past year that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor on two separate occasions. Technical services discussed to consider programming unipolar pace and bipolar sense, and that the patient was 90 percent paced. The system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. Review of the device report showed that there had been intermittent rises in impedances over the past year that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor on two separate occasions. Technical services discussed to consider programming unipolar pace and bipolar sense, and that the patient was 90 percent paced. The system remains in-service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported an ongoing issue with stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) feature was disabled. Additionally, a commanded test was performed and pacing lead impedances were noted to be within range. The field representative wanted to know why the mv feature is being disabled. Technical services discussed how the sam algorithm works and provided recommendations. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. Review of the device report showed that there had been intermittent rises in impedances over the past year that were oversensed by the minute ventilation (mv) sensor and triggered a signal artifact monitor episode that disabled the mv sensor on two separate occasions. Technical services discussed to consider programming unipolar pace and bipolar sense, and that the patient was 90 percent paced. The system remains in-service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported an ongoing issue with stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) feature was disabled. Additionally, a commanded test was performed and pacing lead impedances were noted to be within range. The field representative wanted to know why the mv feature is being disabled. Technical services discussed how the sam algorithm works and provided recommendations. At this time, the system remains in service. No additional adverse patient effects were reported.